Manufacturer narrative:
Through the course of the investigation, a product problem was not identified. For four of the 5 samples, the CT values generated for target 2 are indicative of samples near the lod of the test. For the 5th sample, the ic curve showed suppression. The customer site information truncated due to character limitations. The customer name is (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in (B)(6) alleged that there were discrepant results (low positive results for target 2; sarbecovirus) with the cobas 6800/8800 sars-cov-2 test. The CT values for a majority of the samples were close to the limit of detection of the test. For the 1 sample that was not near the lod of the test, the ic curve showed suppression. These samples were repeated on the lightcycler and were negative; the assay run on the lightcycler is unknown. Negative results were reported out of the lab and there is no indication of harm/injury. The samples are collected in vir-swab virus and bd eswab kits, and were reported to be collected from nasal and throat collection sites. The cobas sars-cov-2 is a qualitative test for use on the cobas 6800 system and cobas 8800 system for the detection of the 2019 novel coronavirus (sars-cov-2) rna in nasal, nasopharyngeal and oropharyngeal swab samples collected in copan universal transport medium system (utm-rt), bd universal viral transport system (uvt), cobas pcr media, or 0.9% physiological saline.